Manufacturer narrative:
Complaint (B)(4). Received customer pictures. We have no further inventory of either claimed material/batch. We have no further complaints on either claimed material/batch. No samples of 454297/a2210384 were received. Therefore, this portion of the complaint cannot be determined. Received (B)(4) pc 454297/a221135n for evaluation. We forwarded the complaint, customer samples and pictures to our affiliated headquarters in austria for their investigation and comments. Evaluation of the customer returned samples showed that there was no additive in the tubes therefore, this portion of the complaint is confirmed. See recall res 93606.

Event description:
Customer states tubes had no additive. Patients samples clotted.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.